Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient sought medical attention on (B)(6) 2026 due to hypoglycemia-like symptoms. The patient's blood glucose levels declined to 3.6 mmol/l (64.8 mg/dl) while wearing the pod between 5 and 24 hours. The legal guardian stated that approximately 13 minutes after administering a 6.4-unit meal bolus for 78 grams of carbohydrates, the patient developed symptoms including nausea, blue lips, rolling eyes, pale skin, excessive sweating, and near loss of consciousness. Blood glucose measurements were reported to range from 3.6 mmol/l to 8.8 mmol/l, with a blood glucose level of 5.1 mmol/l and ketones of 0.2 mmol/l reported during the event. Paramedics were called, and the patient was transported to emergency department (a&e) of (B)(6) hospital for medical evaluation. The patient remained under observation for approximately 13 hours and was discharged on (B)(6) 2026. No specific treatment or prescriptions were provided. Healthcare professionals reportedly assessed the event as pseudo-hypoglycemia and advised follow-up with the patient's diabetes care team.